Event description:
It was reported that during a gastric bypass procedure, on the first firing with the device, the device cut but did not staple through the tissue. Another device was pulled and fired proximal to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were any staples deployed into the tissue? If yes, were the staples formed properly? Unknown. The account said that the device cut but no staples formed. Were any colored drivers in the cartridge visible after firing? No. What color cartridge was being used? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the long45a device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.